Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred on (B)(6) 2010 during cycle 4 when the device user drained out 4394 ml, which was greater than 160% of the largest prescribed fill volume of 2200 ml and met iipv criteria. The product analysis laboratory (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. The root cause of the iipv was determined to be: insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 4394 ml. This event meets overfill criteria.